Event description:
It was reported the patient is no longer receiving effective stimulation. High impedances were observed on contacts 9-16 due to possible lead damage during unrelated surgery procedure. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the pateint reported both the ipg and lead were explanted on (B)(6) 2017.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced with a competitor's lead. The new lead was connected to the existing ipg.